Event description:
It was reported that the intraocular lens (iol) had two defects on the upper edge of the lens and was stuck in the shooter. Through follow up, we learned that there was no patient contact. According to the surgeon, it was already apparent during pre-loading that the haptics were faulty and the edges were defective. The material was discarded. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - device code(s): 1069 for lens damaged and haptic damaged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.